Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during repositioning of an embolization coil in the ovarian vein, which was accessed via the internal jugular vein, the coil unexpectedly detached when it was retracted back into the catheter. Both segments of the coil were removed together with the catheter without incident. There was no reported patient injury. The current patient's status is reported to be good.